Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The vad coordinator reported that the patient was changing to power module when he had a red heart alarm. It resolved when reconnected to battery. Patient paged the vad coordinator and was walked through changing controller to backup. When he connected driveline to new controller, he again had a red heart alarm. He then was told to connect new controller to batteries and come into hospital. Upon arriving at hospital, he was feeling fine but still having "power cable disconnect" alarms. The vad coordinator switched him to new system controller and all alarms resolved. Primary controller was interrogated and found to have low flows. Patient stated he had no auditory alarms during the day while on battery. The manufacturer's technical services confirmed that the event history showed three loss of power events, where the pump stopped and the internal clock was reset. It is undetermined how long the pump was stopped, as the system controller does not capture events without any power being supplied to it, just audible alarms from the cell battery. At the end of the event history, there was a driveline disconnect alarm where it is assumed the controller was swapped out.